Event description:
The physician reports that the crystalens rotated during insertion with the crystalsert lens injector system. Intervention was performed in order to enlarge the original incision and remove and replace the lens. A second crystalens was implanted successfully and the patient's prognosis is good. Reference #2031924-2009-00065.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.